Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 10-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Essure was inserted by another gynecologist. Essure coils removed from patient because of abdominal complaints. Thereby it appeared that the coil right was located intramural, so in the wall, instead of in the lumen. Gynecologist did not know yet whether patient recovered from the pain complaints, but wanted to report this already. Perforation questionnaire received on 17-feb-2016: the patient´s initial and date of birth were updated (she was (B)(6)). Her weight was (B)(6) and height was (B)(6). Her medical history included 3 intrauterine pregnancies, 3 parities and one ectopic pregnancy. Essure was inserted in (B)(6) 2013 (insertion was not done in the reporter's clinic, they do not have the details). Immediately after insertion, patient complained of back pain. On (B)(6) 2016, unilateral (right) perforation was diagnosed via laparoscopy; essure was in intramural position in right tube. Left device was in correct position. No other organ or intra abdominal structure was perforated. Patient presented with abdominal pain and lower back pain. On (B)(6) 2016 essure was removed (medically necessary and patient requested) via laparoscopic. No signs of infection or inflammation. The outcome was reported as recovering/resolving. Essure perforation questionnaire received on 26-feb-2016 previous gynecological intervention was denied. Essure was inserted on (B)(6) 2013, with lot number a45118, during follicular phase and after 1 year of her last delivery (not c-section). She was not breastfeeding at time of procedure. Abnormal uterine findings prior to insertion were denied. Analgesia (ibuprofen orally) was done during insertion. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. Complaints immediately after insertion were denied. On (B)(6) 2013 ultrasound was done and confirmed tubal occlusion. Patient was advised to rely on essure based on the ultrasound. Nca number was received: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a unilateral (right) perforation, coil was located intramural in right tube. It was diagnosed via laparoscopy approximately 3 years after insertion and essure was removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, no complications were reported during the insertion procedure. The patient had abdominal pain/ complaints and perforation was diagnosed 3 years after essure insertion. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). Lot number a45118. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-apr-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a unilateral (right) perforation, coil was located intramural in right tube. It was diagnosed via laparoscopy approximately 3 years after insertion and essure was removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, no complications were reported during the insertion procedure. The patient had abdominal pain/ complaints and perforation was diagnosed 3 years after essure insertion. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs